Manufacturer narrative:
(B) (4). No product is being returned for evaluation.(B) (4)

Event description:
It was confirmed that the surgeon cut the sutures free and left the t in the patient. They used a back-up device from a different lot.